Event description:
Orig. Surg. 2005 femur broke while putting stem in or with broach. No reamers were used, broach only. Surgeon advised that pt bent over and hp dislocated subsided 1.5 cm. Allegedly too deep to attach to stem extractor. Allegedly had to resect more proximal to make room for extractor.